Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. Circulation pump was noted to have failed. Serviced circulation. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that biomed had a arctic sun device that was not passing the calibration for an error 80(water check time out - unable to reach calibration temperature), they said the actual was 21.74 but expected was 6 (not cooling), chiller temperature (t4) was at 19.9 and drained the chiller tank and it had 500ml, sending an assessment quote since it could be a chiller pump or chiller assembly. Per sample evaluation results on 29mar2024, it was reported that the device was visually inspected and minor scratch was observed in the upper right corner of the control panel that did not affect function of the control panel. The root cause of the device not cooling was determined to be a failed chiller. The chiller pump was found to be functional, chiller molded tube split and leaking at entry to evaporator. Outer shell with louvers missing a nut plate and replacement of the tank seals due to lifting from the tank. Circulation pump motor was replaced due to dried out lower bearing causing squeals. The circulation pump (head) was noted as having failed.